Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered as it was during testing. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse tested the device, restarted and still does not work. It was suggested to check the sensor and replace the flow sensor assy, air & o2, v60/v680 to repair the device. The pse replaced the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the device is getting a low tidal volume message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user noted. No medical intervention was provided to the patient, nor was a delay noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse tested the device, restarted it and still does not work. It is suggested to check the sensor and replace the flow sensor assy, air & o2, v60/v680 to repair the device. The investigation is ongoing.